Event description:
Healthcare worker experienced burning and whitening of the skin on the left thumb after removing a bi test kit from a completed cycle. He ran water over the contact site and the symptoms resolved in 3-4 hours. Medical attention was not sought. The vaporizer plate was in place.